Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a routine remote transmission showed an electrical reset had occurred in the device. It was further reported that since the last device interrogation, the patient had a computed tomography (CT) scan in room adjoining MRI equipment and other medical testing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. The analyst noted that the critical ram parity error occurred in address 12 60 on (B)(6) 2014. The power on reset (por) severity is low so the device should be able to fully recover after reset. The patient was exposed to radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.